Event description:
This MDR is being submitted for relevant h6 coding (type of investigation).

Manufacturer narrative:
H6:type of investigation codes added as this MDR included the investigation findings.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; there were cuts and kinks on the cable. The device evaluation found also found a deformed cable (consistent with the device being exposed to temperatures above device parameters), poor color image due to charge coupled device and the focus knob was found to be stiff. Based on the results of the investigation, the most probable cause of the complaint was traced to maintenance. A definitive root cause could not be identified. A device history review revealed that no issues were identified. This issue is addressed in the instructions for use (IFU): caution: do not steam sterilize the camera head. The camera head is damaged. Pg. 5, 38 caution: exceeding the recommended parameters may cause equipment damage. Pg. 13, 30 caution: do not immerse the camera head in the disinfectant solution for a longer contact time, at a higher temperature, or at a greater concentration than recommended by the disinfectant manufacturer. Such immersion may cause damage to the camera head. Pg. 28. The camera head is compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all camera heads. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small. For appropriate reprocessing methods, see table 3.1 and 3.2. Follow the policies at your local institution when choosing which methods listed in table 3.1 and 3.2 to employ. Caution: methods listed as ¿compatible¿ in table 3.1 and 3.2 compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of camera heads leads to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the camera head for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Pg. 9. Caution: be careful not to twist the cable while coiling the camera cable of the camera head. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Pg. 22 caution: store the camera head in a storage cabinet which also protects the equipment from physical damage. Do not coil the camera head¿s camera cable cord with a diameter of less than 20 cm. Such improper storage may damage the camera cable. During storage, make sure that the camera cable is not subjected to excessive bending, straining, or twisting. This could damage the cable and/or the wires inside the cable. Pg. 39. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head cable was cut. The issue occurred during preparation for a therapeutic procedure. There were no reports of patient harm.